Event description:
In march 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The pt reported that she had been obtaining inaccurately high results since may 2005. For instance, when the pt was obtaining results in the 18.0 mmol/l and 19.0 mmol/ ranges (324 mg/dl - 342 mg/dl), she was experiencing symptoms of feeling shaky, vague, having slurry speech, and generally not feeling well. The pt reported that these symptoms were usually associated with low blood glucose symptoms. The pt decided to visit her physician's office due to the elevated results. Her blood glucose level was tested; however, she was unable to specify the results. One week following the visit, the pt was sent home with a "blood glucose monitor that was inserted into her stomach." The pt was unable to recall results for the borrowed device; however, she was advised that she was experiencing most of her problems at night. One week later, th ephysician adjusted her insulin regimen from: humalog 4-units in the morning, 6 in the afternoon and 8 units in the evening and 28 units of lantus at night to 2 units in the morning, 4 units in the afternoon, 6 units in the evening and 32 units of lantus at night. The pt stopped testing with the reported meter and started using a different brand meter. The pt reported that the other brand meter is providing results that are more closely related to her symptoms. The pt is still experiencing problems, has unstable blood glucose levels, and has recently been surggering from hypoglycemic episodes. According to the pt, she has regula hba1c tests; however, she was unable to provide any results. The pt has never attempted to perform a meter to another comparison or meter to lab comparison. Treatment was never received from the hospital visits. The tsr verified that the pt was correctly cleaning the puncture area and correctly applying the sample to the test strip. The calibration code and unit of measurement were set correctly. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The tsr was unable to walk the pt through quality control testing, since the control solution had expired. This complaint is being reported since the pt alleged experincing low blood glucose symptoms, while obtaining high results and her insluin regimen was decreased based on a weeks worth of continuous blood glucose tests.